Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displayed the error message "cassette not connected" was duplicated. The cause of the reported issue was non-functional downstream occlusion (dso) sensor and was resolved by replacing the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed the error message "cassette not connected". There was no reported patient involvement.